Manufacturer narrative:
DHR review result: the DHR check could not be performed as the lot number was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of event description: study reports were received. It was reported that patient had very good 1 year functional and radiological outcomes. Unfortunately, the patient developed a septic arthritis due to unknown reasons and had to be revised. Review of received data: the received study report includes information about the used products and also patient information. No relevant data such as x-rays or surgical reports were available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the irradiation certificate of the devices could not be reviewed as the devices lot numbers are unknown. The gamma sterilization specification which is available for every product family certifies the suitability of sterilization. Therefore, an unsterile packaged device as cause for the infection is highly unlikely. No trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. All possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on march 7, 2016. The manufacturer did not receive devices or x-rays for review. Study reports were received. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Allofit alloclassic schale 62/nn; ref# 4250) are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported, that the patient was implanted a fitmore shell with screws cones 60/mm (B)(6), 2011 on the right side. The patient developed a septic arthritis. On (B)(6), 2012 a debridement was performed. The patient underwent a revision surgery on (B)(6) 2012.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e.allofit alloclassic shell 62/nn, ref#(B)(4)) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted a fitmore cup generic on an unknown date. The patient had very good 1 year functional and radiological outcomes. Later the patient developed a septic arthritis due to unknown reasons and was revised on an unknown date. (Journal article: prospective clinical and radiostereometric analysis of the fitmore short-stem total hip arthroplasty; yves p. Acklin· raphael jenni· heinz bereiter· caroline thalmann·karl stoffel; arch orthop trauma surg)